Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. The most probable cause of the complaint was not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event due to inappropriate material. No further escalation is required. The most probable cause of the failures related to white foreign material is known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the air/water channel had foreign material. There was no patient involvement.